Manufacturer narrative:
Batch review performed on 26 march 2026: gmk-spherika 02.12.e0210fl gmk-sphere tibial insert e-cross - flex 2l - 10 mm (k202022) lot 2518415: (b)4) items manufactured and released on 10-sep-2025. Expiration date: 2030-aug-10. No anomalies found related to the problem. To date, 76 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1202l tibial tray fix cemented s.2l lot. 2432297 (k090988) lot 2432297: (B)(4) items manufactured and released on 07-apr-2024. Expiration date: 2030-mar-18. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established. Considering previous similar events and the surgeon's comment, it is likely that the insert was not correctly inserted in the tibial baseplate during the primary surgery but this cannot be confirmed. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
The patient had primary left knee surgery on (B)(6) 2025 with gmk-spherika implants and a moto patella. On (B)(6) 2025, the patient came in due to dislocation of the patella and the cause is unknown. The surgeon performed a manual lateral release and tightened the patella with sutures. The surgery also revised the poly during the procedure. The surgery was completed successfully MDR (B)(4). On (B)(6) 2026, the patient came in presenting instability due to the 10 mm tibial insert not being fully engaged (intra prosthetic dislocation). The surgeon revised the 10 mm insert and implanted a 14 mm insert. The surgery was completed successfully.